Manufacturer narrative:
(B)(4) date sent: 4/15/2021 d4: batch # u95h56 h6: component code: mechanical (g04) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 was returned with no damage to the external components in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, two clips were noted to be jammed in the clip track causing the clips not to properly advance. Nine clips were observed inside clip track. No conclusion could be reached as to what caused the jammed clips. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. If a clip is dislodged prematurely from the jaws or fails to advance, refire the instrument by fully squeezing the handles until they stop. Fully release the handles to advance the next clip into the jaws. During the release cycle, a clip may be forcibly ejected from the instrument jaws if not fired in tissue." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2021. H2: additional information received: "the staff reported that the clip did not release from the jaws of the device, thus tearing the vessel as surgeon pulled away."

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a left av fistula procedure, the device tore the vessel. It is unknown how the procedure was completed. There were no adverse consequences for the patient.